Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 35-year-old female patient who had essure (batch no. C18716) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, abortion induced and amenorrhea. Concurrent conditions included blood pressure high since 2014, alcohol use (alcohol use-occasionally.), morbid obesity and essential hypertension (uncontrolled). Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2015 to (B)(6) 2016 for birth control as well as labetalol from 2015 to 2017. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)"), irritability ("irritability"), mood swings ("mood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("pain: stomach") and abdominal pain ("pain: abdominal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and device expulsion ("migration of essure device (location of device: fell out)"). The patient was treated with surgery (bilateral salpingectomy with removal of the coilson (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, vaginal haemorrhage, irritability, mood swings, device expulsion, dyspareunia, abdominal pain upper and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, device expulsion, dyspareunia, irritability, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated the procedure well. Discrepancy: per pfs: she did not underwent essure (or any part of the device) removal and in previous follow up (summons) it was mentioned that bilateral salpingectomy with removal of the coils on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: this case is medically confirmed. The reporter information was updated. This case concerns 35 year old patient. Her historical condition and concurrent condition was added. Lab data was added. Essure indication was amended added. Essure lot number was added. Her concomitant medication was added. Following events were added: abnormal bleeding (vaginal), irritability, mood swings, migration of essure device (location of device: fell out), dyspareunia (painful sexual intercourse), pain: stomach and pain: abdominal. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 35-year-old female patient who had essure (batch no. C18716) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, abortion induced and amenorrhea. Concurrent conditions included blood pressure high since 2014, alcohol use (alcohol use-occasionally.), morbid obesity and essential hypertension (uncontrolled). Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2016 for birth control as well as labetalol from 2015 to 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), irritability ("irritability"), mood swings ("mood swings") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced device expulsion ("migration of essure device (location of device: fell out)"). In 2015, the patient experienced abdominal pain upper ("pain: stomach") and abdominal pain ("pain: abdominal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (bilateral salpingectomy with removal of the coilson (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, vaginal haemorrhage, irritability, mood swings, device expulsion, dyspareunia, abdominal pain upper and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, device expulsion, dyspareunia, irritability, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated the procedure well. Discrepancy: per pfs: she did not underwent essure (or any part of the device) removal and in previous follow up (summons) it was mentioned that bilateral salpingectomy with removal of the coils on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is anticipated in the reference safety information for essure. Essure coils were removed approximately 1 year and 6 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (bilateral salpingectomy with removal of the coils). Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia and menstrual disorder ("excessive and abnormal bleeding during menstruation"). The patient was treated with bilateral salpingectomy with removal of the coils on (B)(6) 2016. Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia and menstrual disorder outcome was unknown. The reporter considered pelvic pain, menorrhagia and menstrual disorder to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is anticipated in the reference safety information for essure. Essure coils were removed approximately 1 year and 6 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (bilateral salpingectomy with removal of the coils). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.